Manufacturer narrative:
(B)(4) based on the 11 pages of medical records information it appears that on (B)(6) 2016 the patient presented to the emergency room with worsening orthopnea, dyspnea and air hunger due to fluid overload in the setting of symptomatic aortic stenosis. The medical records reported that patient was an end stage renal disease patient dependent on peritoneal dialysis and was very adherent and completing peritoneal dialysis exchanges without interruption. The patient was noted to have developed hospital acquired pneumonitis post abdominal aortic aneurysm endograft during a previous hospitalization. The plan is to consider a transcatheter aortic valve replacement once the patient is more stable. The patient was discharged with improved pulmonary edema and resolving hospital acquired pneumonitis. Continuous cycling peritoneal dialysis was resumed without any complications. There is no documentation in the medical records that would indicate a causal relationship between the peritoneal dialysis and use of fresenius products and the worsening orthopnea, difficulty breathing, and fluid overload. There is no information contained within the medical records indicating an issue with the peritoneal dialysis. The reported past medical history of aortic stenosis and hospital acquired pneumonitis reasonably suggest a cause for the admission diagnosis of dyspnea, orthopnea and air hunger. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported that she had just gotten out of the hospital. A follow up call was made to the patient's nurse who reported that the patient was in the hospital for fluid overload. Medical records were received from the patient's nurse. The patient presented to the emergency room with worsening orthopnea and difficulty breathing due to fluid overload with a history of aortic stenosis. The patient was noted to have developed hospital acquired pneumonitis post abdominal aortic aneurysm endograft during a previous hospitalization. Chest x-ray noted bilateral pulmonary edema and a right lower lobe infiltrate. The lung exam found course rales bilaterally. The patient was switched to acute hemodialysis to ultrafilter for air hunger and antibiotics were resumed for the right lower lobe pulmonary infiltrate and continued upon discharge. Peritoneal dialysis to continue post hospital discharge. During the hospitalization there was a decrease in hemoglobin with no reported etiology that was resolved with a transfusion of 2 units of packed red blood cells. The patient is awaiting transcatheter aortic valve replacement when more stable.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.